Event description:
It was reported in the literature review "magnetic resonance imaging-induced artefact mimicking torsade de pointes in a patient with an implantable cardiac monitor: a case report", there were instances of magnetic resonance imaging (MRI) resulting in electromagnetic interference in an insertable cardiac monitor (icm). No further information was provided.